Event description:
On 14th october 2024, rayner received notification from a healthcare facility in poland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector. A back-up lens was implanted successfully during the original surgery session without harm/injury to the patient; however, surgery is reported to have been prolonged as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 064244264 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to establish the cause of the lens failing to inject.